Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
During the medical procedure it was noticed by the surgeon, that the screw has a small defect in the body which does not allow it to go through the plate.